Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss or change of therapy. They hardly ever made adjustments to their therapy, noting they were on 2.9 volts (v). However, when they were in the store on the day of the report, they had a bad feeling and had to rush to the bathroom. They noted that it was normally not that way, but they were under a lot of stress. They went to the bathroom and, five minutes or so later, had to go again. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.